Manufacturer narrative:
Pt information not provided as no pt was involved in this concern. Device manufacture date not available at time of this report. Investigation of this device found that the psu displayed high geometry for both active and passive instruments. There were too few markers visible to run the aak test. The psu was out of calibration. A replacement part was sent to the site and the issue was resolved.

Event description:
Medtronic rep reported the stealthstation positioning sensor unit (psu or camera) was broken. No pt present.